Event description:
It was reported that customer received a change cartridge message on pump, even though no alarms appeared in pump history. There was no adverse impact to the customer's blood glucose level. Customer performed pump reset while trying to update pump software, then completed cartridge loading process and restarted continuous glucose monitoring session with guidance, after which insulin delivery was successfully resumed and no further assistance was required.